Event description:
A baxter service rep reported an infusion pump with a failure code 34 found during service. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.